Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. During troubleshooting, tandem technical support confirmed that the customer performed fill tubing twice during load. There was no impact to the customer's blood glucose level.